Event description:
It was reported that the stopper crept out or was loose and sample leakage of the bd vacutainer® serum blood collection tube and remained in the holder during use. The following information was provided by the initial reporter, translated from chinese to english: "when the blood collection tube is in a static state, the head cover was slowly slide up and gradually separate from the blood collection tube, causing patient detection the blood leaked, and the results could not be obtained in time, which caused great trouble to the work of the laboratory.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos of the tube from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stopper crept out or was loose and sample leakage of the bd vacutainer® serum blood collection tube, and remained in the holder during use. The following information was provided by the initial reporter, translated from (B)(6) to english, "when the blood collection tube is in a static state, the head cover was slowly slide up and gradually separate from the blood collection tube, causing patient detection the blood leaked, and the results could not be obtained in time, which caused great trouble to the work of the laboratory."